Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the hm14 units at that time, did not know the lot number of the units he was using at the time of the infection, and had none to return.

Event description:
Intermittent catheter patient (user) said he believes he has a urinary tract infection (uti), and has been using up catheters quicker than five times per day. During follow-up, the patient said he had to use more catheters than usual as a result of the uti. He was prescribed an antibiotic, took the full course, and recovered fully.